Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. It was not reported whether the patient was hospitalized prior to death. It was not reported if therapy was ongoing at the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis and batch review cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.